Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, unexpected restart error test and displacement test. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call that display screen was partially viewable on insulin pump. Customer reported that numbers were partially viewable. Customer's blood glucose was 495 mg/dl and had not treated yet. Insulin pump was dropped. Customer did not have new battery to test insulin pump. Customer was advised that insulin pump would need to be replaced.